Manufacturer narrative:
The insulin pump passed self test. The blood glucose meter communicated properly with the insulin pump and all selected data input was properly recorded on the insulin pump screen no communication anomaly or a64 alarm noted during our testing. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test. The customer was advised the alarm may cause issues with their blood glucose readings. Troubleshooting was unable to complete a self-test. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.